Manufacturer narrative:
Based on the claim against the product by the customer noting a damaged conductor wire of the fenestrated bipolar forceps (fbf) instrument, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fbf instrument was analyzed and found to have a segment of the conductor wire sticking out from the yaw pulley. The conductor wire was dislodged at the grip crimp location. As a result, the wire was exposed. The wire insulation was not damaged. The instrument grips were manually manipulated, and the instrument passed an electric continuity test in all three attempts. The complaint regarding the reported issue was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that during central processing, the conductor wire of the fenestrated bipolar forceps (fbf) instrument was damaged. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was identified before central processing. The internal conductor wire was exposed. When the instrument was used in the last procedure, it was unknown if the instrument was inspected prior to use. There was no loss of cautery. The surgical staff did not observe arcing during the procedure. There was no fragment falling into the patient¿s anatomy. The instrument was not inspected after the procedure.